Event description:
It was reported that a customer experienced a peritoneal dialysis (pd) minicap, in which the sponge was improperly placed. It was not reported if the customer used the minicap for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufactured date: jun. 20, 2015 - jun. 27, 2015. As the minicap was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.